Event description:
Pacemaker was checked regularly by cardiologist. Last pacemaker follow-up showed 30 months left on battery life voltage 2.73v. Patient came in month 1/2 later with complete device failure-no outputs, no pacing ability, no communication with device.